Event description:
A ventilator was returned to a third-party service center for service. There was no harm or injury reported. During the evaluation of the device at the third-party service center, a "service required" code was found in the ventilator's downloaded error log. The device's control flow sensor and control pressure sensor were replaced to address the issue. There was no repair made to the device, and it will be scrapped. Additional findings not related to the malfunction/issue were the following parts proactively being replaced on the device: detachable battery con assembly and sensor board. In addition, there was no evidence of foam particles found on the device. After replacing the parts on the device, a system test was performed, which passed on the device.